Manufacturer narrative:
Concomitant product: propofol bottle 100ml, therapy date (B)(6) 2015. The customer¿s report of an over infusion of propofol was not confirmed. Physical inspection noted the device to be in overall good condition. Analysis of the pcu event log shows that propofol had been infusing since 11:42 am on (B)(6) when it was started at 55mcg/kg/min. It was titrated up and down over the next two days, infusing at doses as high as 100mcg/kg/min. On the reported event date at 3:36 am a remote IV was received for propofol 1000mg/100ml (10mg/1ml) to infuse at 55mcg/kg/min. (22.44ml/hr) with a vtbi of 100ml. The infusion program parameters were confirmed and the pump was started with the primary volume infused recorded as 250.354ml. At 4:14 am an air-in-line alarm occurred. It was silenced twenty nine seconds later, and at 4:22 am the user removed the pump module. The volume infused for the 37 minute infusion of propofol was 13.911ml. Rate accuracy verification found the device to be in specification. Functional testing was performed on the administration set; no leaking was noted. The root cause was not determined.

Event description:
The customer reported that the 100ml bottle of propofol (10mg/ml) programmed for 55mcg/kg/min infused in 45 minutes versus the expected duration of 4 hours. Upon discovery, the tubing and pump channel were removed from service and the propofol was restarted on a different device. The physician stated that seizure activity that was noted on the continuous eeg monitor already in place, was a likely side effect of too much propofol, so ativan was administered and the propofol was stopped. The patient's blood pressure dropped temporarily; however the seizures were resolved. The patient had been intubated and sedated before the event and remained so afterward. No permanent harm was reported.

Manufacturer narrative:
Correction on follow-up(1)- medwatch number (mw5057989).

Event description:
Received customer medwatch which states "the patient was on a continuous intravenous infusion of propofol at 55 mcg/kg/min. At 0336 a subsequent infusion bottle was hung with new tubing at the same rate. At this rate. The infusion should have lasted approx. 4 hours. At 0439, the infusion pump alarmed "air in line". The rn who responded to the alarm saw that the infusion bottle was empty. At the same time, the eeg monitoring that was being done showed the onset of 90 minutes of status epilepticus. The initial assumption was that the medication infused too rapidly. The pump settings were checked at the time of the event and were correct. The pump was taken out of service and evaluated by the facility's biomed department, and also evaluated by the vendor with no initial problems identified. The computer logs from the pump were pulled to check what actions were performed by the user. The tubing was inspected for leakage or damage. The patient happened to be in a room that was being monitored by a camera. The camera logs were examined for entry/exit into the room (the actual pump was not in the frame of the video. Just the patient was visible). The pumps are also being evaluated by a third party independent inspector. Propofol 55 mcg/kg/min was being infused through this pump at the time of the event. The patient also had a continuous normal saline infusion through another pump channel. She was intubated and on a ventilator and was undergoing continuous eeg and video monitoring..